Manufacturer narrative:
Date of event: used the first date of the month it was reported as no information was provided.

Event description:
It was reported that the device fractured upon removal from packaging. A rotawire guidewire was selected for an atherectomy procedure to treat a chronic total occlusion. The rotawire snapped as it was taken out of the packaging with no force. A new rotawire was used. No patient complications were reported.